Event description:
It was reported the patient had an infection about a month after implant surgery. The back of the patient¿s head was very sore and a lump was felt about a month after surgery. The lump was posterior to the connection. The infection had cleared up with medication, but the patient did not think the infection had cleared up until two weeks prior to this report. Refer to manufacturer report #3004209178-2015-06135.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: 2014-(B)(6), product type: implantable neurostimulator. Product ID: 7482a40, serial# (B)(4), implanted: 2009-(B)(6), product type: extension. Product ID: 3387s-40, lot# v273701, implanted: 2009-(B)(6), product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 7482a40, serial# (B)(4), implanted: 2009-(B)(6), product type: extension. Product ID: 3387s-40, lot# v233444, serial# implanted: 2009-(B)(6), product type: lead. (B)(4).